Event description:
Subsequent to the previously filed report, additional information was received: the deformed device was never released from the delivery cable while inside the patient and there was no angulation/kink noticed in the delivery system. It was reported there was no clinically significant delay in the procedure.

Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. Possible causes of device deformity include use of the incorrect size delivery system, anatomical interference, and angulation or kink in the delivery system upon deployment. The correct delivery system was used and no angulation or kink in the delivery system was noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. The cause of the reported incident could not be conclusively determined. Three images from field appeared to show distal disc of an occluder device deformed bulbous when deployed through sheath. The occluder was covered in blood.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 20mm amplatzer septal occluder was selected for implant using a 9f amplatzer torqvue delivery system. During deployment, the device failed to sit on the inter-atrial-septum in the low profile position and remained elongated. The operator attempted to retract and redeploy the device but was unable to correct the configuration. During redeployment, the device had a bulbous deformation and made contact with the posterior wall of the left atrium. A decision was made to abort the procedure and the patient was referred to surgery. The patient remained hemodynamically stable throughout the procedure and the patient status was reported as stable. No additional information was provided.